Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was taken out of service and will not be returning to zoll at this time.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The main board was replaced as a precaution. The device passed the final test procedure, and was recertified. Analysis of reports of this type has not identified an increase in trend.